Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported eight out of 12 patient's experienced tass (toxic anterior segment syndrome) following cataract surgery. Each case was mild and treated with topical steroids. All patients are improving. The nurse indicated the root cause is unknown. Additional information has been requested.